Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was switched to surgical mode to perform a bypass operation. Immediately after the aorta was clamped, the impella displayed purge system blocked alarm. After a successful bypass operation, the pump was returned to the p-level. The purge system blocked alarm remained present, and no meaningful flow through the purge system was observed. Due to the risk of an impending pump stop and because the patient appeared hemodynamically stable after successful revascularization, the decision was made to explant the pump in the operating room.

Manufacturer narrative:
Investigation summary: no product or logs were returned for evaluation. Purge system blocked: clinical details noted that a "purge system blocked" alarm was noted after aorta was clamped during a bypass operation with pump on surgical mode. After procedure was completed and pump was returned to p-level, however, "purge system blocked" alarm remained. The cause of the purge system blocked could not be determined as no product or logs were returned for evaluation. Device history lot: device lot: 1836401. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.